Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial (B)(4), product type: programmer, patient. Product ID: 3037, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on (B)(6) they were scheduled for an implant revision to put the implanted battery ¿deeper in her muscle¿. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037, serial # unknown, product type programmer, patient.

Event description:
Information was received by a manufacturer representative (rep) from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's patient programmer (pp) would no longer increase stimulation and that the ins was "turning under the skin." The patient can sync with the ins and can change programs, but stimulation is on 0.0 and will not increase. The patient indicated to the rep that the stimulator had been functioning and had symptom relief prior to (B)(6) 2017. The patient had gone to see their implanting healthcare provider (hcp) regarding the ins turning under the skin and the hcp planned to revise the pocket on (B)(6). An additional call from the consumer indicated that the pp would not connect/pick up a signal, but sometimes it would. The patient had tried changing the batteries in the pp but this did not resolve the issue. The patient reported that they had been having many problems and that they had a "major flare up." The patient was trying to change programs to see if stimulating the nerve a different way would help, but the patient cannot increase past 0.0 and can¿t "lock in" the program. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.